Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) (his bundle) lead exhibited high thresholds. The lead was programmed off and replaced by left ventricular (lv) lead. No patient complications have been reported as a result of this event.